Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to poly wear.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. Additional information revealed the acetabular component explanted during revision procedure was a competitor product.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure date, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The modular head and liner were removed and replaced.